Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. Pre-dilatation was performed using an unspecified 1.5x12 balloon catheter. A 2.5x38 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was deployed. There was no interaction of devices. A proximal edge dissection occurred. A 2.75x12 mm xience prime stent was used to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.